Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5x34mm target lesion was located in the severely tortuous and calcified left circumflex artery (lcx). A 2.50x24mm synergy drug-eluting was advanced for treatment. However, the stent scraped against the distal end of the lcx and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with distal struts lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5x34mm target lesion was located in the severely tortuous and calcified left circumflex artery (lcx). A 2.50x24mm synergy drug-eluting was advanced for treatment. However, the stent scraped against the distal end of the lcx and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.